Manufacturer narrative:
The device was not removed. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient experienced urinary retention following the implant surgery. The patient was hospitalized and catheterized. There have been no reports of further complications regarding this event and the patient is currently using the device with effective pain relief.